Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified medication (dose, frequency, and route not reported) for the event. The patient was discharged from the hospital; however, the patient's recovery status was not reported. Action taken with dianeal therapy was unknown at the time of this report. No additional information is available.